Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: patient fell on his hip.

Event description:
The following was reported: patient fell on his hip.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: visual inspection: the devices were returned in used condition. The constrained liner is in a disassembled state: the uhr bipolar head is detached from the outer acetabular poly liner. Visual inspection of the devices noted minor scratches consistent with explantation. A hole from explanted screw observed on the liner. Dimensional and functional inspection were not performed as the device was implanted and subsequently explanted. The device in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis was not performed because the event does not relate to material integrity -clinician review:¿a review of the provided medical records by a clinical consultant stated the following comment: "this patient underwent a primary total hip arthroplasty using a constrained liner. Approximately two weeks after surgery the patient fell and sustained a dislocation of the inner portion of the construct. I can confirm that this event occurred since I was able to review the x-ray with the dislocation. I cannot determine the root cause of this event with certainty. Causes of intra-prosthetic dislocation are multifactorial including trauma, surgical technique, including proper assembly and impaction, patient factors and implant factors." -device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot.  Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: "this patient underwent a primary total hip arthroplasty using a constrained liner. Approximately two weeks after surgery the patient fell and sustained a dislocation of the inner portion of the construct. I can confirm that this event occurred since I was able to review the x-ray with the dislocation. I cannot determine the root cause of this event with certainty. Causes of intra-prosthetic dislocation are multifactorial including trauma, surgical technique, including proper assembly and impaction, patient factors and implant factors." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.